Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4).

Event description:
It was reported that abutment screw fractured (iunihg). It was also reported that the implant is intact and a new abutment screw has been placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is worn from use. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined.